Manufacturer narrative:
The actual sample was returned. Several parts were missing. Co replaced the parts in order to perform a product evaluation. Functional testing revealed no leakage. The product functioned as expected. The type of leakage described in the complaint is most frequently due to a poor connection. Labeling addresses resolution of these types of leaks. No lot history check could be performed as no lot identification was supplied. Co found no problem with the returned product.

Event description:
Customer reports, sit leak indicator area was constantly bubbling, even when the chest tube was clamped. No pt injury was reported.